Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the lead was inserted and tightened into the implantable neurostimulator, high impedances were measured on all contacts except #1. The lead was taken out and reinserted three times, but impedances remained high. The set screw header was "bad." It appeared as if the set screw became stripped after the lead had to be reinserted. A different implantable neurostimulator was used which resolved the issue. There was no patient injury.